Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Additionally, functional testing was performed and no failure was identified related to the reported high bg issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was reportedly over 500 mg/dl and was treated with a manual injection. The cause of the elevated bg was unknown. Reportedly, the customer reverted to manual injections for alternate insulin therapy.